Event description:
It was reported that this left ventricular (lv) lead exhibited a high pacing threshold measurement. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the evaluation conclusion codes (h6) in section h.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high pacing threshold measurement. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.